Event description:
The customer reported the battery backup is not available where the device did not power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted after the device has been received by philips for eval.